Event description:
Procedure: gynecology. Reportedly, the patient sustained two separate 1 inch burns on the abdomen. The burn was noticed after the surgery was over. No generator information and pad details were given. There was no report of the degree of the burn or the treatment given to the patient after the burn was noticed.